Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4) (B) (4). Lockout fired through. Eval summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.